Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported by the patient's daughter that the patient's pump was replaced on (B)(6) 2018 and it was not functioning and the patient was going to the hospital. She called to ask what medication was in the pump. She was redirected to the patient's managing physician. No further information could be obtained. No patient symptoms were reported. No further complications were reported.